Event description:
Brake caster would lock and hold but caster would rotate if pushed on side. No injury alleged.

Manufacturer narrative:
Technician found that the brake caster would lock and hold but caster would rotate if pushed on side. Replaced caster to resolve this issue. Bed on first floor.